Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The photos show the separated extension line with the molding remaining within the luer hub. The customer also returned one, 3-lumen PICC catheter for analysis. Signs of use were observed. The distal end of the catheter body appeared intentionally severed. Visual and microscopic analysis revealed the medial extension line was separated from the luer hub, and a portion of the extension line was visible within the luer hub. The extension line appeared rough and jagged at the point of separation. This damage is consistent with past manufacturing molding complaints. The outer diameter of the medial extension line measured 0.093", which is within the specification limits of 0.093"-0.097" per medial extension line extrusion product drawing. The inner diameter of the extension line measured 0.058", which is within the specification limits of 0.055"-0.059" per extension line extrusion product drawing. Manufacturing was contacted as a part of this complaint investigation. They stated that the separation of the extension line from the luer hub is consistent with past molding issues; however, the customer report that the extension line was "caught under the bed rail while staff was moving the patient" suggests unintentional use error (undue force) may have caused or contributed to the damage. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the extension line was separated from the luer hub, and portions of the extension line were visible within the luer hub. The extension line appeared rough and jagged at the point of separation. Manufacturing stated that the separation of the extension line from the luer hub is consistent with past molding issues; however, the customer report that the extension line was "caught under the bed rail while staff was moving the patient" suggests an undue tensile force may have caused or contributed to the damage. Due to the possibility that manufacturing contributed to this damage , they will further investigate this issue. Various factors could contribute to the observed damage to the extension line including the manufacturing molding process and/or unintentional use error; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC was placed on 4/8 and incident occurred on 5/15. The blue extension line hub separated from the extension line where they meet, due to a fracture in the tubing. It appears there is still a small section of tubing inside the hub. It was reported that the line had become caught under the bed rail while staff was moving the patient. The nurse who was present reported that it was not a forceful pull on the line but there was no one else there to confirm this as the vascular access team was not present at the time the damage occurred. The PICC was replaced with an over-the-wire technique." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "PICC was placed on 4/8 and incident occurred on 5/15. The blue extension line hub separated from the extension line where they meet, due to a fracture in the tubing. It appears there is still a small section of tubing inside the hub. It was reported that the line had become caught under the bed rail while staff was moving the patient. The nurse who was present reported that it was not a forceful pull on the line but there was no one else there to confirm this as the vascular access team was not present at the time the damage occurred. The PICC was replaced with an over-the-wire technique." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".